Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones in a pattern suspicious for elective replacement indicator (eri). This device has been in service for approximately 2.5 years. A guidant technical services (ts) consultant performed a longevity calculation, based upon programmed paramaters provided by the field. The results of this calculation predicted eri to occur after 3.9 years. Premature battery depletion is suspected. The device will be interrogated to determine the source for the tones. To date, there have been no reported patient symptoms associated with this clinical observation.